Event description:
"Patient had treo implanted to treat aortic aneurysm, after the patient acquired and infection, treated with antibiotics, further info to be provided. Basically developed into mycotoc aneurysm which meant the graft needed to be explanted on (B)(6) 2017."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under this report. Device 2 is being reported under MDR 2247858-2017-00018. Device 3 is being reported under MDR 2247858-2017-00019. Bolton medical is voluntarily reporting a device malfunction related to the treo abdominal stent-graft system. The treo abdominal stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The treo related event occurred in UK and resulted in explant of the devices. The event did not lead to patient death. Attachment: [MDR 2247858-2017-00017 device 1 follow-up evaluation.pdf].

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under this MDR 2247858-2017-00017, device 2 is being reported under MDR 2247858-2017-00018 and device 3 is being reported under MDR 2247858-2017-00019. Bolton medical is voluntarily reporting an adverse event related to the treo abdominal stent-graft system. The treo system is not marketed in the us, however, based on the nature of this event it is considered similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The treo related event occurred in (B)(6) and resulted in explant of the devices. The event did not lead to patient death.

Event description:
"Patient had treo implanted to treat aortic aneurysm, after the patient acquired and infection, treated with antibiotics, further info to be provided. Basically developed into mycotoc aneurysm which meant the graft needed to be explanted on (B)(6) 2017."